Event description:
Reporter alleged obtaining discrepant pt blood glucose results of 503 mg/dl performed at 1623 on the gts advantage system compared to a laboratory measurement of 186 mg/dl performed at 1627. Reporter stated the pt did not receive any treatment and no actions were taken based on either the system or lab value. A request was made for the return of the suspect device and replacement product was sent.